Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was returned for power error. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power error and has damage to the reservoir tube lip. Customer does not recall any significant events leading to the error, but indicated that the unit was dropped. Customer's blood glucose was 129 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
Device was returned for power error. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Device received with missing retainer ring, missing reservoir tube o-ring, scratched case and keypad overlay texture damage.